Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call of an emergency room visit for high blood glucose of 500mg/dl. The customer had symptoms such as vomiting and nausea and treated with manual injection. Customer is currently in the emergency room with a blood glucose value of 351 mg/dl. Troubleshooting was performed and found that the drive support cap appeared normal. There were no leaks, air bubbles, site or insulin issues. The customer did not have a tubing clamp and was advised to call back when it was received for further troubleshooting. Customer disconnected call and no further troubleshooting could be performed.